Event description:
Following an accident in 2012 I had biomet tmj implant surgery. Not only did the operation double my chronic pain but I was advised by my implanting surgeon that there was nothing else that could be done. Post-surgery I haven't been able to find a doctor to help me address the pain and help me. Currently only two teeth meet, making eating difficult. I am currently disabled due to my jaw condition and at my wits end with my pain levels.